Manufacturer narrative:
This unit is not expected for return to olympus for evaluation due to onsite resolution with the ess specialist. The customer indicated that they do not perform aspirations and that they were using a scope buddy to flush the channels with detergent, water, and air. This practice is considered insufficient or incorrect reprocessing of the scope. Ess specialist provided the model number of the channel connection tube to order this required accessory. The specialist than carried out the in-service reprocessing session and demonstrated reprocessing steps. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation related case: (B)(6) evis exera ii duodenovideoscope model tjf-q180v/(B)(4).

Event description:
The endoscopy support specialist (ess) reported to olympus that during an in-service reprocessing, it was observed that the customer does not utilize the maj-420 channel connection tube when reprocessing the evis exera ii gastrointestinal videoscope. Per standard this connection tube is required when performing the aspiration and flushing of all channels, making this a reportable event. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The ess specialist carried out the in-service reprocessing session and demonstrated reprocessing steps. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Single use soft brush (maj-1888) is referred at ¿5.1 preparing the equipment for reprocessing¿. Olympus will continue to monitor field performance for this device.